Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that shortly after the implant procedure for this patient's subcutaneous implantable cardioverter defibrillator (s-ICD), the patient had a stroke and developed a middle cerebral artery infarction. The patient also developed mild excessive aphasia as well. The patient was hospitalized until they recovered. The s-ICD remains implanted and in service. No additional adverse patient effects were reported.